Manufacturer narrative:
A1 - unk a2 - unk a3 - unk a4 - unk a5 - unk a6 - unk b3 - unk d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) d4 - unk d6a - unk h4 - unk (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Excessive vault was observed. Lens remain implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -11.5/2.5/109 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Excessive vault was observed. Lens remains implanted. Cause of event reported as unknown. Reportedly, patient is happy and patien will be reviewed. Additional information has been requested but none has been forthcoming.